Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 22263, were returned and analyzed. The data files showed at least two applications were performed with the returned balloon catheter on the date of the event without any issue. Additionally, six applications were performed with a different balloon catheter without any issue on the date of the event. The data files confirmed multiple system notice 50005 ¿leak detection¿ on the date of the event. Visual inspection of the balloon catheter showed that the product was intact with no apparent issues. The catheter failed the performance test upon connecting to the console due to system notice 50005. The dissection/pressure test showed a guide wire lumen kink and twist inside the balloons at 1.1 inches from the tip of the catheter. Pressure test showed a breach at the same point of the guide wire lumen kink. Further analysis also revealed the guide wire lumen had breached at tip connection also. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to pass through the balloon catheter and resistance was felt. A kink was observed in the balloon catheter. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.